Event description:
It was reported that the right ventricle lead exhibited high lead impedance; the impedance in bipolar configuration was greater than 2000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found clavicle crush fracture on the proximal coils at 19.2 cm from the connector pin; the fracture led to the reported high lead impedance.